Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). Further review by technical services (ts) was requested. Upon ts review of the episodes, options for device programming were discussed to avoid atp therapy being inappropriately delivered in the future. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks due to atrial fibrillation (af). The shocks were delivered in several episodes. Further review by technical services (ts) was requested. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks due to atrial fibrillation (af). The shocks were delivered in several episodes. Further review by technical services (ts) was requested. The ICD remains in service. No additional adverse patient effects were reported.